Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This led to a needlestick injury post use. The following information was provided by the initial reporter: "it is reported customer experienced safety shield popping off which resulted in a needle stick. This pr is for the date of event 07/23/2020, also to capture that it has been an ongoing issue. Verbiage received, - 368607 ¿ no lot number given at the time of call customer is stating that the pink safety cap is popping off when trying to close it. She stated that one of the phlebotomist got poked on the back of the thumb (by the thumb nail) when trying to close of the caps. She did state that the poke did not penetrate the skin though. She was not exposed to any blood or bodily fluids because of it. There has been no death, no serious injury, no erroneous results, no course of treatment changed, no medical intervention. She said this is an ongoing issue, but doesn¿t know how long it¿s been going on or when it started happening. She would like an acknowledgement letter and a closure letter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). (B)(6).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This led to a needlestick injury post use. The following information was provided by the initial reporter: "it is reported customer experienced safety shield popping off which resulted in a needle stick. This pr is for the date of event (B)(6) 2020, also to capture that it has been an ongoing issue. Verbiage received, - 368607 ¿ no lot number given at the time of call customer is stating that the pink safety cap is popping off when trying to close it. She stated that one of the phlebotomist got poked on the back of the thumb (by the thumb nail) when trying to close of the caps. She did state that the poke did not penetrate the skin though. She was not exposed to any blood or bodily fluids because of it. There has been no death, no serious injury, no erroneous results, no course of treatment changed, no medical intervention. She said this is an ongoing issue, but doesn't know how long it¿s been going on or when it started happening. She would like an acknowledgement letter and a closure letter."